Event description:
On (B)(6) 2012, the pt reported that he thought his infusion device was delivering more insulin during basal delivery than what was programmed. The pt eats the same snack of ½ banana and 8 ounces of mile at 10:00pm every night. He checks his blood glucose levels multiple times per day and thinks the infusion device is not working properly. His basal rate is set to 1.8 units of insulin per hour for 24 hrs. In the morning the pt tested his blood glucose level and it was 67 mg/dl. He stated that his blood glucose levels have been low. The pt thought he saw ¿232 u/h¿ displayed on the infusion device. He stated that in the morning his ¿basal rates¿ were in the ¿high 200¿s to low 300¿s.¿ the pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device, insulin cartridge, infusion set, and adapter were requested to be returned for product eval.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.